Event description:
A micro sagittal saw was sent for eval because it was running without activation during testing. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the device was identified as the probable cause of the device running without activation.